Event description:
During the shift handover, one of the staff personnel heard a sparking sound. Then immediately realised that it was a power cord that started to spark - the isolation of the cable started to melt and changed colour to black, which indicated the power cord malfunction. After that event, the staff personnel moved the patient over to another bed and the facility quality control manager and technical department were informed. No injury was reported.

Manufacturer narrative:
Based on previous complaints about the faulty power cord/cable, it is most likely that the damage occurred due to excessive external force or friction (e.g., getting caught in moving parts of the bed). The facility staff did not confirm this potential cause, as they mentioned that the cable was in a position to prevent it from being trapped. Without specific details about the circumstances of the event, the exact cause remains undetermined. CAPA actions are not needed as there is no significant trend, based on previous complaint analysis. The instructions for use for the enterprise 8000x bed (746-585-en) include the following information related to the cable damages and maintenance: - "make sure the power supply cord is not stretched, kinked or crushed" - "make sure the power supply cord does not become entangled with moving parts of the bed" - "visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly - "examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. To sum up, the cable was damaged, therefore the arjo device did not meet specifications. The bed was used by patient when the issue occurred but no injury was claimed. This complaint was deemed reportable due to scorch marks on the bed power cord.